Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-17607. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported rupture and leaking confirmed via sonogram. Later, healthcare professional reported capsular contracture baker grade unknown. This record is for right side. The device was explanted.

Manufacturer narrative:
The right side device was found intact upon explant, hence unreporting the previously reported rupture. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Lab analysis: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, observed three openings and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a6, b5, b6, d9, h3, h6.

Event description:
Healthcare professional further reported "large seroma", "nodule". The device has been explanted and replaced. Observations during surgery "hole on patch side". The right side device was found intact upon explant, hence unreporting the previously reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedures, observed three openings and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture and leaking confirmed via sonogram. Later, healthcare professional reported device intact, capsular contracture baker grade unknown, "nodule" and "large seroma". This record is for right side. The device was explanted and replaced.